Manufacturer narrative:
Results: head left siderail was unable to rise to full upright position due to broken arm covers preventing it to move upwards.

Event description:
It was reported by service report that the head left siderail would not go to the full upright position. It is unknown if there was patient involvement. However, no adverse consequences were reported.